Event description:
It was reported that prior to the start - post-anesthesia of a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, customer was experiencing a recoverable error 1162 on the system. Prior to call, they had done several power cycles but issue remained.technical support engineer (tse) asked customer if they could perform a power cycle with emergency power off (epo) and they did. When system powered back on, issue persisted. As system was on site, tse revised the logs and could find instances errors related to cannula problems on arm 2. Also, tse asked customer if they were able to proceed with 3 arms, but customer did not now. The procedure was converted to laparoscopic surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: we had a non-recoverable fault on 30th of april. There was a patient under anesthesia. It converted to laparoscopic surgery. They changed the arm, technical support fix it on the same day.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the error pointing to the universal surgical manipulator (usm). The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the error 1162 was triggered pointing to a fault axes controller spar connector (acsc) printed circuit assembly (pca). The usm was installed on a test fixture where the check cannula test was found to be failing. The cannula flat flex cable (ffc) was confirmed to be the source of the issue and was replaced to resolve the issue. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.